Event description:
Customer's mother reported that the insulin pump kept returning motor error alarms. Customer's mother stated that the error alarms had occurred several times within the last week during bolus. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.